Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurement revealed affected channels. According to clinical support all electrodes seem to be broken. Re-implantation should be considered. Expert in situ measurements are scheduled for (B)(6) 2019.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was performed however the device will not be returned for investigational purposes. This is a final report.

Event description:
In situ measurement revealed affected channels. A few days prior to a follow-up appointment on (B)(6) 2019 the user was not as responsive as usual. Until then the parents had not really noticed a change in hearing performance with the device. At activation the user responded to noise and verbal commands. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurement revealed affected channels. No specific trauma or accident was reported. The parents of the user had not really noticed a change in hearing until follow-up on (B)(6), 2019. Although few days prior the user was not as responsive as usual. At activation the user would respond to noise and verbal commands. Re-implantation should be considered. As per latest information received in october 2019 the audiologist had no information on the family's decision.